Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that pre use check, the cs300 intra-aortic balloon pump (iabp) units EKG is not working.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse stated that multiple attempts were made to duplicate the reported issue with trainer and simulator and that the unit passed all tests without an issue. The fse then performed all functional tests and validated calibration.

Event description:
It was reported the biomed found and reported that, the cs300 intra-aortic balloon pump (iabp) unit's EKG is not working, believed to be during pre-use check. There was no report of patient harm, serious injury or adverse event.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid.